Event description:
A user facility reports a scratch was noted on the optic prior to intraocular lens (iol) implant surgery. There was no pt impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 03/31/2008 by mail. A completed questionnaire was received 04/18/2008.